Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. The reason for the procedure was to explore prosthesis loosening. The study indicated loosening. The conclusion was based on asymmetric uptake in the right medial femoral condyle when compared to the left. The surgical notes from when the devices were implanted did not indicate any complications. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol is unk. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt underwent study via intravenous fluid to rule out prosthesis loosening.